Event description:
New information received indicated that the lead was explanted and replaced. The patient was in good condition post-procedure.

Event description:
It was reported that during a routine device change-out due to eri, insulation anomaly was observed via fluoroscopy and externalized conductors were suspected. No electrical anomalies were noted. The lead remains implanted and the patient will be closely followed remotely.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of the images provided to st. Jude medical indicated that the suspected externalized conductor was within the pocket region. The results of the review were not conclusive; the suspected externalized conductors may be the df1 conductor cable proximal to the yoke.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.